Event description:
It was reported that the programmer took a very long time to load up. The programmer was returned for service, was analyzed and tested out of specification. There was no indication given that there was any patient involvement associated with this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the programmer had a long boot time. It was also noted that the electrocardiogram (ECG) connector was loose, the link electronic module (lem) circuit board was then replaced. Also, the hinge plate screws were missing, the bottom case feet were very worn, and the keyboard was pulling apart. (B)(4).